Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2006. It was reported a surgical intervention was undertaken to explant and replace the patient's ipg since the patient was experiencing pain at the ipg pocket site. The patient was implanted with a different model ipg. No further patient complications were reported.